Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the customer reported a nonrecoverable error 25521 during surgery. The system was restarted several times without success. A technical support engineer (tse) reviewed the logs and confirmed error pointing to a link embedded serializer for master handle (esmh) board is down on mtmr. Tse guided to exercise master tool manipulator (mtm) and to perform a system restart including cycling the surgeon side console (ssc) breaker. After restart, the reported issue remained. Error 25520 and error 1 were showing in the logs. The procedure was converted to laparoscopic with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the claim against the product by the customer noting error 25521, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the master tool manipulator (mtm) to resolve the reported issue. The system was tested and verified as ready for use. Isi received the mtm for further evaluation; however, the failure analysis investigation is in progress. A supplemental MDR will be submitted if any additional information is received.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the claim against the product by the customer noting non-recoverable fault, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The mtm was analyzed and found to have no failure. A visual inspection was performed. The unit was installed onto the system and powered up. Sine cycle and a test drive were performed without any issues. Tests performed via matl passed. No problem was found with the mtm. The complaint regarding an error was not confirmed based on failure analysis.